Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was not delivering basal correctly and the basal profile was empty. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. Pump was exercised on a 24 hour duration test with a 1.0u/hr basal program. No alarms occured during testing. At the end of duration test the 1.0u remained programmed in the pump with no changes observed. The total daily dose record for the 24 hour duration test correctly equaled 24.0u. No temp-basal programs were recorded during the duration test. The black box shows on (B)(6) 2013 10:14 a 1.0u bolus was delivered; the max 2 hour limit was set to 1.0u. And on (B)(6) 2013 11:02 basal program 4 was activated. The black box shows several alarm warnings starting on (B)(6) 2013 10:18. The warnings are given due to the fact the max 2 hour limit was reached when the bolus was given at 10:14. The units remaining were correctly calculated. No hypersensitive keys were observed on keypad. Investigators were unable to duplicate the reported complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.